Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (ooo) pacing impedances measuring greater than 2000 ohms. It was noted there was no observations of noise. Technical services recommended to perform isometrics to see if the noise could be reproduced. The field representative will discuss with the physician. At this time, this ICD and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (ooo) pacing impedances measuring greater than 2000 ohms. It was noted there was no observations of noise. Technical services recommended to perform isometrics to see if the noise could be reproduced. The field representative will discuss with the physician. At this time, this ICD and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as the physician performed isometrics and found noise on the shock electrogram (egm) and wireless electrocardiogram (ECG) however, there was no noise seen on the right ventricular (rv) channel. Technical services discussed possible muscle movement that was on the shock egm and discussed the option about continuing to monitor the rv impedances. At this time, the ICD and rv lead remain in service.